Manufacturer narrative:
Exact date unknown, event occurred over a week from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the stimulation was not hitting the right area. It was also noted that the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.